Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found a tear in the optic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 12.6mm micl12.6 implantable collamer lens, -8.0 diopter, fliped upon insertion. The lens was removed and the back up lens was implanted within the same surgery. There was no patient injury. The reporter stated that the cause of event was unknown.